Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition one channel was left extra cochlea at implantation surgery and a partial migration of it could be observed post-operatively. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was suspected from the first fitting session that the electrode array partially migrated out from the cochlea. Latest CT scan confirmed that the electrode array was not complete inserted into the cochlea and that only five electrodes were intra-cochlear. A revision surgery to re-insert the electrode array into the cochlear was initially planned. However, in situ measurements performed on the day of the surgery showed affected channels. Therefore, the recipient was re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is suspected from the first fitting session that the electrode array partially migrated out from the cochlea. Last CT scan confirms that the electrode array is not completed inserted into the cochlea.